Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during testing. Occlusion and the excessive no delivery test were not performed due to motor error alarm. The device had minor scratched display window and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed motor error. Customer's blood glucose was normal and does not need medical treatment. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.